Event description:
It was reported that the "device stopped breathing" and failed to alarm. Parent immediately added supplemental oxygen and manually ventilated the child. Homecare provider advised the pt to take child to the hospital.

Manufacturer narrative:
MDR reportable claim made on 10/10/2011 via legal channels and initial follow-up conducted as a result of legal claims made by counsel.